Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an incident with feeding tube. The customer reported the adult ICU had an incident of a perforated lung during insertion. The customer reports the pt was at the hospital as a result of respiratory failure. The customer reported the pt was not conscious. When the tube was placed, the x-ray was taken and the chest film was read. There was no feed administered as the film revealed that the feeding tube had perforated the right lung. A chest tube was placed and the pt was intubated. The pt was in her (B)(6) and was on bipap post perforation. The pt's family made the decision to withdraw care. The pt passed.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.